Event description:
It was reported via literature article that hypotension occurred. A retrospective study was completed at a single day surgery center between 2020 and 2024 to evaluate the safety and feasibility of ablation for atrial fibrillation in an ambulatory day surgery center in a non-hospital setting. Four hundred and fifty (450) patients were enrolled in the study underwent ablation for atrial fibrillation in a multiprocedural operating theater at an ambulatory surgical center. All procedures were performed under general anesthesia and uninterrupted anticoagulation supplemented by intraprocedural administration of unfractionated heparin. Three hundred fifty (350) patients underwent pulmonary vein isolation using a polar sheath and 28mm polarx cryoablation balloon catheter. Seventy-eight (78) patients underwent pulmonary vein isolation using a faradrive steerable sheath and 31mm farawave pulse field ablation catheter. Twenty-two patients underwent redo pulmonary vein isolation via non-boston scientific radiofrequency ablation catheters. Of the 350 patients that received cryoablation with the polarx catheter, one (1) patient experienced hypotension post procedurally. The patient was transferred to a tertiary hospital for overnight observation where blood pressure normalized without the need for inotropic support. No further information on the status of the patient is available.

Manufacturer narrative:
B3 date of event: date of first month study commenced used as event date is unknown. Kanthasamy, v., et al. (2025) safety and efficacy of catheter ablation for atrial fibrillation in an ambulatory day surgery center outside the hospital setting. Heart rhythm, volume 22 (8), 1935 to 1945. Doi.org/10.1016/j.hrthm.2025.02.010. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.